Event description:
The patient came into the lab for an upgrade to an ICD. The case went smoothly with no known complications. While the patient was in recovery, the patient has 3 second pauses. It was found that during pocket stimulation, there was over sensing on the rv lead and therefore inhibition of pacing. The patient was brought back to the lab to investigate. Before unscrewing the set screw, the lead was manipulated (wiggled) while it was in the header and oversensing was observed. The setscrew was unscrewed; the lead was pulled out and then reinserted into the header. The setscrew was screwed down once more and oversensing was no longer seen, even following manipulation of the lead. The physician then placed the device back into the pocket. However, while the physician flushed the pocket with antibiotic solution, oversensing and inhibition of pacing was once again observed. Following a conversation with tech services, the device was replaced. The device was subsequently analyzed and has tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event regarding the oversensing and inhibition of pacing was originally reported to the regulatory body in (B)(4) 2010 on the still in use retro review. Evaluation summary: (B)(4): the implantable cardioverter defibrillator (ICD) was returned and analyzed. Visual and functional analyses demonstrated grommet damage. The reported event was determined to be related to grommet punch-out with blocking (driven by self-adhesion between grommet halves over time) or grommet punch-out without blocking (driven by wrench friction and low silicone stiffness). Consequently, corrective actions ((B)(4)) have been implemented to address this issue. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.